Event description:
It was reported that the vns patient believed his lead had migrated and was concerned that his device was not functioning. X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. It was noted that the electrodes appear to be placed low on the nerve superior to the clavicle plane. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming history was performed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
The patient underwent a prophylactic generator replacement surgery and the generator was subsequently discarded after removal.

Event description:
Additional information was received that the medical professional does indeed believe the electrodes have migrated inferiorly down the patient's vagus nerve, although diagnostics were reported to still be within normal limits for this patient. The patient was concerned the device was not functioning because he could no longer feel stimulation, which the medical professional attributes to the patient's acclimation to the vns settings. Furthermore, it was reported that the patient's job requires constant bending down and stretching of the neck. The medical professional believes this stretching may have caused the lead to pull the electrodes down along the vagus nerve. A battery life calculation using the available programming history showed approximately 4.4 years left until battery depletion. No known surgical interventions have occurred to date.